Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri). It was noted during device check, the device was unable to communicate with and there was no magnet response on the electrocardiogram (EKG). The device remains in use. No patient complications have been reported as a result of this event.